Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). A baseline pericardial effusion located around the right atrium was identified prior to the start of the procedure. The fossa ovalis was difficult to visualize during the transeptal puncture (tsp) and the interatrial septum was crossed at an inferior and middle location. The tsp device was exchanged for the was and st changes occurred. The patient became bradycardic and hypotensive. Medication was administered to increase heart rate and oxygen was provided. The st changes resolved without further intervention and the procedure continued. The wds was advanced into the was and st changes again occurred and the patient became bradycardic. The closure device was deployed and the physician observed air entering the tuohy on the was. The closure device was implanted and the wds was withdrawn. Additional st changes occurred and the patient was bradycardic. The was removed from the patient while the intracardiac echocardiography (ice) catheter was left in the right atrium. The patient experienced asystole. A temporary pacing wire was placed and the patient was intubated. The patient regained normal sinus rhythm and the ability to breath on their own. The patient was admitted to the intensive care unit (ICU). After recovering from anesthesia, the patient was evaluated for potential neurological impacts of the air embolism. Computed tomography (CT) showed no evidence of neurological damage. Two days post index procedure the patient was intubated and non-responsive in the neurology ICU.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman fxd curve access system (was) without the dilator. The sheath, hub, and sheath tip were visually and microscopically inspected. A kink was identified in the sheath 16cm distal of the strain relief. During functional testing, the device was able to be properly flushed with the hemostatic valve appropriately opening and closing. Product analysis could not confirm the reported event of air embolism as clinical circumstances could not be replicated.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). A baseline pericardial effusion located around the right atrium was identified prior to the start of the procedure. The fossa ovalis was difficult to visualize during the transeptal puncture (tsp) and the interatrial septum was crossed at an inferior and middle location. The tsp device was exchanged for the was and st changes occurred. The patient became bradycardic and hypotensive. Medication was administered to increase heart rate and oxygen was provided. The st changes resolved without further intervention and the procedure continued. The wds was advanced into the was and st changes again occurred and the patient became bradycardic. The closure device was deployed and the physician observed air entering the tuohy on the was. The closure device was implanted and the wds was withdrawn. Additional st changes occurred and the patient was bradycardic. The was removed from the patient while the intracardiac echocardiography (ice) catheter was left in the right atrium. The patient experienced asystole. A temporary pacing wire was placed and the patient was intubated. The patient regained normal sinus rhythm and the ability to breath on their own. The patient was admitted to the intensive care unit (ICU). After recovering from anesthesia, the patient was evaluated for potential neurological impacts of the air embolism. Computed tomography (CT) showed no evidence of neurological damage. Two days post index procedure the patient was intubated and non-responsive in the neurology ICU. It was further reported the patient remained in a coma for approximately a week post index procedure before recovering.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). A baseline pericardial effusion located around the right atrium was identified prior to the start of the procedure. The fossa ovalis was difficult to visualize during the transeptal puncture (tsp) and the interatrial septum was crossed at an inferior and middle location. The tsp device was exchanged for the was and st changes occurred. The patient became bradycardic and hypotensive. Medication was administered to increase heart rate and oxygen was provided. The st changes resolved without further intervention and the procedure continued. The wds was advanced into the was and st changes again occurred and the patient became bradycardic. The closure device was deployed and the physician observed air entering the tuohy on the was. The closure device was implanted and the wds was withdrawn. Additional st changes occurred and the patient was bradycardic. The was was removed from the patient while the intracardiac echocardiography (ice) catheter was left in the right atrium. The patient experienced asystole. A temporary pacing wire was placed and the patient was intubated. The patient regained normal sinus rhythm and the ability to breath on their own. The patient was admitted to the intensive care unit (ICU). After recovering from anesthesia, the patient was evaluated for potential neurological impacts of the air embolism. Computed tomography (CT) showed no evidence of neurological damage. Two days post index procedure the patient was intubated and non-responsive in the neurology ICU. It was further reported the patient remained in a coma for approximately one (1) week post index procedure before recovering.

Manufacturer narrative:
B5 describe event or problem updated. H6 patient codes updated.